Event description:
The patient claimed she had elevated blood glucose of 500 mg/dl while she had occlusion issue related to an expired cartridge. The patient was sleeping during the occlusion alarm, (B)(4). Reportedly, the patient did not disconnect, did not reprime tubing, and did not do anything to clear the alarm. Subsequently, the patient's blood glucose elevated above 500 mg/dl. The patient took an insulin bolus correction for the elevated blood glucose. The animas representative instructed the patient to not use expired supplies and concluded that the expired cartridge may be the reason for the occlusion alarm. The patient changed out the infusion site per the animas representative advice. This complaint is being reported due to possible user error and because, the patient had hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.